Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated twice at 10 seconds each. Upon second inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 1mm proximal to the proximal edge of the distal markerband. No issues were identified the tip or markerbands which could have potentially contributed to this complaint. All blades were intact and fully bonded to the balloon surface. Multiple kinks were observed along the hypotube of the device. No other issues were identified during device analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated twice at 10 seconds each. Upon second inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported.